Manufacturer narrative:
The device was not returned for analysis. Attempts were made to obtain specific information from the reporter. However, the attempts were unsuccessful, as the MRI staff did not have any information to when or where the event occurred. If additional information is received a supplement report will submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report from a magnetic resonance imaging (MRI) center looking for compatibility of this type of imaging and a piece of the microcatheter being left inside the patient&#38112;body. There device separation did not occur at the MRI facility. The facility is unaware of when or where the device separation occurred. No additional information could be obtained from the MRI facility/personal. The patient was reported to have been able to move and follow commodes without difficulty. No visible neurological deficits were noted by the staff that provided the imaging services.